Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was to report that on monday went to healthcare provider office and had MRI mode programmed. Patient said that on tuesday went to connect to implant to turn therapy on after deactivated MRI mode and said that right away felt a shocking sensation in the hand and their vaginal area that was extremely painful. Patient said that they struggled to get it off and finally turned therapy off. Patient called healthcare provider office and was told to wait 24 hours and then try again. When asked, patient said that did try again today and the same thing happened when tried to turn therapy on, so they turned therapy off right away. Reviewed therapy information and general programming guidance. Patient said doesn't want to try anything themselves. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.